Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shortly following the implant procedure, this patient's communicator experienced a 4g communication issue that resulted in a lack of remote monitoring data transmitted to the physician. During this time, the patient experienced several episodes of ventricular tachycardia (vt) and vt storms that were unsuccessfully treated with anti-tachycardia pacing (atp). The patient experienced breathlessness, chest pain, and fatigue as a result of this large amount of vt. The patient presented for a one-month post operation check at the hospital and was in a faster vt that was treated with seven shocks from the device. The physician performed an emergent vt node ablation procedure to prevent future arrhythmias. The patient was listed as stable and the device remains in-service.

Event description:
It was reported that shortly following the implant procedure, this patient's communicator experienced a 4g communication issue that resulted in a lack of remote monitoring data transmitted to the physician. During this time, the patient experienced several episodes of ventricular tachycardia (vt) and vt storms that were unsuccessfully treated with anti-tachycardia pacing (atp). The patient experienced breathlessness, chest pain, and fatigue as a result of this large amount of vt. The patient presented for a one-month post operation check at the hospital and was in a faster vt that was treated with seven shocks from the device. The physician performed an emergent vt node ablation procedure to prevent future arrhythmias. It is unknown at this time if future action such as reprogramming has occurred. The patient was listed as stable and the device remains in-service.